Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their device stopped working and they are not urinating. Caller stated they are having to use a catheter. Caller added that the device worked for about 5-6 weeks and then it stopped working. The caller noted this is the 3rd time since they've had it implanted and it's getting quite frustrating. The agent walked the caller through connecting to their settings. The caller was on program 1 at 1.5 and increased the stimulation. The caller confirmed they could feel the stimulation, but it was not causing them to urinate like it used to. The agent had the caller switch programs and increase the stimulation to a comfortable level. Patient confirmed comfortable stimulation on the bike seat area. The agent instructed the patient to monitor the issue and redirected to hcp if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they experienced urinary retention prior to the device. The patient stated there retention has and has not as a result of the device stating sometimes it works patient stated catheterization was standard of care prior to implant.

Event description:
Additional information was received from the patient. They reported that they were getting frustrated with the interstim therapy because it was a common occurrence for them to be able to urinate but then they stop urinating and have to catheterize (patient was implanted for urinary retention). Patient said the longest they had been able to go was probably 12 days of the therapy working correctly. They said for example therapy would work for 10 days then it would not work for several days and no adjustments would be made and then randomly the therapy would start working again for them. Patient wanted to know why this was the case. Patient said the second manufacturing representative (rep) they saw was good but just told the patient to keep increasing the stimulation up but the patient was at 6.0 ma and didn't know how much further they could go. They said that so far they had tried programs 1 and 2 and they were currently on program 5. Reviewed information about device/therapy. They said they would love to get a 50% reduction in symptoms but they were at the point where the therapy wasn't helping them urinate. Currently patient felt stimulation some times and knew they had the ability to increase stimulation. Patient denied any falls or trauma. During call patient declined having settings checked and said they have therapy on and have increased stimulation. They requested doctor listings to possibly seek new one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.